Manufacturer narrative:
There has been a previous report received where this malfunction with a similar device resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Visual testing of instrument performed using microscope. No manufacturing defects or markings were noted on instrument. Complaint does not indicate what power settings were being used at time of breakage. Several factors may contribute to breakage of tips, such as number of uses, intensity, and pressure. All of these may affect the longevity of the tip. Based upon the information received and condition of the instrument returned, determination if fault was with the customer cannot be determined. Unable to determine root cause of breakage. This submission is being made after a two year retrospective review was conducted as part of a response to an FDA 483.

Event description:
It was reported that a proultra sine tip broke during use; no injury resulted.